Manufacturer narrative:
The device was received for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during a biomed check, the team found an automated impella controller (aic) issue when powering on. A backup was used for support. There was no patient involvement.